Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause could not be determined at this time. Baxter will continue to monitor similar reports to determine if further actions are required. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor in which there was a unit received without the bottle plastic and the cap. The unit was received in a sealed package. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.